Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due interference with the mating instrument and/or prying/leveraging the devices during use.

Event description:
On 05/25/2025, it was reported by an arthrex employee via (B)(4) that an ar-1250ls drill tip guide became entangled in the drill sleeve. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.